Event description:
Additional information received indicated that there was a tear in superior vena cava during the laser lead extraction. The bleeding from the tear was the cause of patient¿s death. The physician believed that high capture threshold was resulted from the micro-dislodgement when the patient fell.

Event description:
It was reported that the patient expired. The right ventricular lead exhibited high capture threshold after the patient fell down. The physician attempted to reposition the lead and could not because the stylet was stuck in the lead. The lead was laser extracted and a new rv lead was implanted. The patient received a chest tube by the cardio thoracic surgeon due to a suspicion of bleeding during the procedure. Blood pressure dropped and the patient was transported to the intensive care unit. The patient expired the next day on (B)(6) 2018.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.